Manufacturer narrative:
After further review MFR#2916837-2021-00126 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using facsaria¿ flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: wet cart is leaking. Does not know what the fluid is. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? No spray of fluid. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Unknown. 6. Was the waste mixed with decontaminate/bleach? No. 7. Was the customer/ bd personnel physically in contact with the fluid? No. 8. Where did the physical contact of fluid occur? . 9. What personal protective equipment (ppe) was being used during the occurrence? Customer wearing gloves, lab coat, safety glasses. 10. Was there any impact to patient samples due to leak? No. 11. Was customer/ bd personnel harmed/ injured? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using facsaria" flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: wet cart is leaking. Does not know what the fluid is. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No spray of fluid. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Unknown. Was the waste mixed with decontaminate/bleach? No. Was the customer/ bd personnel physically in contact with the fluid? No. Where did the physical contact of fluid occur? What personal protective equipment (ppe) was being used during the occurrence? Customer wearing gloves, lab coat, safety glasses. Was there any impact to patient samples due to leak? No. Was customer/ bd personnel harmed/ injured? No.